Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: correction d9: date returned to mfg.: 7/24/2025 h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cassette attachment error occurred" was confirmed through the device event logs/history review but could not duplicated. The probable cause of the reported problem was unknown. Contamination/dirt found at the downstream occlusion (dso) sensor area. As a preventive measure the dso sensor was replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette attachment error occurred. There was no patient involvement.